Event description:
Additional information provided 3 syringes of juvéderm® voluma¿ xc in the cheeks. The inflammatory nodule appears across entire medial cheek. Three days later, patient was treated with medrol, benadryl, and claritin. A week later, patient was treated with hylenex, and again four days later. Three days later, patient again treated with hylenex. Four days later, patient was treated with kenalog and again nine days later. Nodules has resolved but "patient now has a dent in cheek."

Manufacturer narrative:
Clarification to: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 3 syringes of juvéderm® voluma¿ xc in the midface area by another injector. Two weeks later, patient complained of swelling, painful, hard, warm nodules. Hcp recommended to massage the area and use arnica. One day later, patient complained it was tender to the touch, and hcp prescribed steroid and antihistamine, which helped with the swelling, but once the steroid course was complete, the swelling returned. Hcp attempted to dissolve, however, patient is still experiencing some swelling.